Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) due to noise were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Provocation testing was performed and the noise was not reproduced. The device was reprogrammed to resolve the event and the patient was in stable condition.